Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they received unexplained no delivery alarms. The customer's blood glucose was over 600 mg/dl. Customer stated they were able to resolve the alarm with a complete set change. Customer declined to troubleshoot for their blood glucose. The customer declined to return the product for analysis.